Manufacturer narrative:
The reported event of low battery advisory messages can be confirmed based on the investigation findings from the returned system controller. Dissection of the while power lead revealed a broken wire used to monitor the battery voltage level. The condition of the wire simulated a loss of power in the white lead thus inducing a power cable disconnect and low voltage advisory alarm. The returned controller¿s ability to operate the pump was not hindered by the discrepancy that was found. A review of device history records for this system controller showed no deviations from manufacturing or qa specifications. This situation is being addressed through the manufacturer¿s corrective/preventative action system and an urgent medical device correction notice ((B)(4)) was sent to customers. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient received intermittent alarms. The system controller was exchanged and the event was resolved.